Event description:
On (B)(6) 2013 it was reported that the explanted lead and portion of the explanted lead will be returned for product analysis. They were received on (B)(6) 2013 and product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2012 it was reported that the vns patient has high impedance. The high impedance was noted to have been first observed on (B)(6) 2012. X-rays were received for the vns patient and review of the x-rays revealed that the lead connector pins appear to be fully inserted into the generator connector block. Part of lead is placed behind the generator and could not be assessed. No obvious lead fracture or sharp angle was identified. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that the vns patient had undergone a full revision surgery on (B)(6) 2013 due to "fibrosis or breakage of the lead since the generator isn't working as expected". It was later clarified that the vns had shown high impedance; output=limit/dcdc=7 and the patient didn't feel that the generator worked as expected because the stimulation was irregular. There was no trauma or manipulation from the patient. The explanted lead and generator had been discarded by the hospital.

Event description:
On (B)(6) 2013 product analysis was completed on the explanted generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications; there were no performance or any other type of adverse conditions found with the pulse generator. Product analysis on the lead was completed on (B)(4) 2013. The lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.